Event description:
The customer received readings of 351 and 176mg/dl on her contour next link. She stated she did not give the correct treatment to herself because the readings were inaccurate and she was hospitalized. Further information regarding the incident was not provided. Product was not replaced at the time of the call.